Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel) was due to the latches on the trunk cable connector being damaged, creating an insecure connection with the monitor. The root cause for the damaged connector unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.